Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the skull repair surgery, just before implant the surgeon found the screw head was deformed. Surgery was completed successfully using another device and with no patient consequences. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: manufacturing location: monument. Manufacturing date: 25-feb-2020. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: 44p7586 (non-sterile). Lot quantity: 350. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 15l2627. Lot quantity: 50 lbs. Lot summary report dated 21-aug-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Note: there were no supplier material certifications included in this DHR. Supplier was notated as dynamet. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l4 (part# 400.834, lot# 44p7586, qty# 1) was returned received at us customer quality (cq). Upon visual inspection at cq, it is observed that the head of the device got slightly deformed. Rest of the device looks good without any damage. Thus, the complaint is being confirmed. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/ specification review: the following drawings were reviewed during the investigation: -1.6mm cranial slf-drlg screw cruciform, low profile no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for cranial-scr plusdrive ø1.6 self-drill l4 (part# 400.834, lot# 44p7586) as the head of the device got slightly deformed. While a definitive root cause cannot be determined, it is possible that the head of the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.